Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported unclear vision when looking at her phone and driving following an intraocular lens (iol) implant procedure. She also complains of difficulty adjusting from near to distance vision. The lens remains implanted. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
(B)(4).

Event description:
The anterior chamber was "tapped" to reduce intraocular pressure (iop). The patient was treated with drops.

Manufacturer narrative:
This event does not meet criteria for reporting based on applicable medical device regulations. The surgeon reported that the patient has a history of lasik procedure and epi-retinal membrane and does not feel that the iol caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
Based upon further review of the additional information provided by the surgeon, the patient has a history of lasik surgery and epi-retinal membrane and the surgeon does not feel that the iol caused or contributed to the reported event.